Event description:
Clinical study. It was reported that 777 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment identified the patient's qualifying condition as stable angina (ccs class 2), and the patient was referred for cardiac catheterization. The index procedure treated a 3.0x28mm, 75% stenosed lesion in the proximal left circumflex (prox cx) with predilation and placement of an express2 3.0x32mm bare metal stent, reducing the stenosis to 0%. The patient was discharged the next day on aspirin and plavix. At 777 days after the implant procedure, the patient was admitted to the hospital for evaluaton of shortness of breath and chest discomfort. Cardiac catheterization revealed: lvef was 55-60%; 100% stenosis in the proximal right coronary artery (prox rca); 80% stenosis in the left main coronary artery (lmca); 100% stenosis in the proximal left anterior descending artery (prox lad); 20% lesion of the saphenous vein graft (svg) to the lad, 70% lesion of the svg to the rca; 100% lesion of the svg to the cx; ramus had 25% stenosis; qca core lab report notes prox cx had 51.36% stenosis in projection 1. Treatment consisted of angioplasty and placement of a cypher drug-eluting stent to the lmca, reducing stenosis from 80% to 0%. The chest x-ray was suggestive of "a possible left upper lobe mass versus super imposition of the pulmonary vessels and ribs and borderline cardiomegaly". Patient was to undergo a cat scan of the thorax two days later. Percutaneous coronary interventions of the svg to rca was also recommended. Patient was discharged the next day after the procedure. In the opinion of the physician, the relationship of the tvr to the express stent or the prior co-morbid condition was possibly, but was unrelated to the index procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report wil be filed.